Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. Also the insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated they fell and broke the insulin pump. The customer stated the lcd was blacked out and they could only see the bottom left of the screen. Customer's blood glucose was unknown at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.